Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the motor did not rotate with an error message e19: motor stopped m1 when inspecting at the lowest rotation speed. The symptom appeared when connected to a blade. The motor rotates without a problem when it is not connected to a blade." No negative impact in state of health reported.